Event description:
This syringe was being used during a procedure, when trying to snap the hypodermic needle cap back on it would not snap back into place. The cap popped off and the staff was almost stuck.